Manufacturer narrative:
(B)(4). Washer uncut. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (plastic to plastic), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidectomy procedure, the procedure was carried out as normal. When the pph was fired, it was indicated that there was a load crunch as expected but that the trigger did not appear completely closed as normal. The surgeon waited and released the trigger and removed the device. At this stage, it was noted that the staples had not formed on the left hand side of patient, resulting in some bleeding. Using diathermy to stop the bleeding, the surgeon then was required to suture the space back together again adding around 30 minutes to the case. The patient was discharged the evening of the procedure but is required to return for a follow up which is not the usual pathway.